Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On 06/06/2026, the patient reported experiencing symptom such as vomiting. The patient took a fingerstick, and the cgm reading was low, and the blood glucose reading was 450 mg/dl. The patient self-treated with 60 units of insulin divided over multiple doses (as per information reported) and drove themselves to the hospital. At the hospital the patient was treated with intravenous fluids. The patient was discharged after spending less than 24 hours at the hospital. The patient stated he had a gastroparesis which would have been a contributing factor. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.